Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for 2 days with a bg level of 338 (mg/dl) on (B)(6) 2016. Customer administered insulin injections to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to check infusion site and contact health care provider to discuss diabetes management. Customer indicated that infusion site will be changed.